Manufacturer narrative:
Date rec'd by MFR: 09dec2019. Date of report: 12dec2019. Failure analysis on the returned gas delivery system shows that the out of specification u1 on the o2 flow sensor pcba created the o2 flow accuracy test and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 12aug2019. The customer replaced the flow sensor assembly to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The customer contacted product support for service repair. The product support provided customer part number for the flow sensor assembly.

Event description:
The customer reported that the ventilator failed performance verification test. The customer reported that the unit was not in use on patient.